Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Based on the information provided suspect movement of anatomy relative to frame during screw placement, but there was no way to confirm that. Logs and archives could not capture that information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product: 9735740, sw: v. (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy. The site did 2 spins and both times when they verified accuracy, they were inaccurate in the superior inferior direction and the medial lateral directions (they did not specify which individual direction on the phone). They did say the depth was accurate though. The site aborted use of the navigation. The representative did ask if they suspended respiration during the spin, which they did, and if they used multiple instruments to check accuracy, which they also did. She was going ask if they used retractors during the case and if they were removed during the spin, then placed back which could affect the position of the frame. The site continued the case using a c-arm. Additional information received from the representative reported that they were unable to replicate the issue. She did spins on both sides of the o-arm and checked the geometry of all instruments. No issues were found. She did find out that they did have retractors in, took them out for the spin, and then put them back in after the spin. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.